Event description:
During a pulmonary vein isolation procedure, a vc connect faradrive 180p and a farawave were selected. During the procedure, while attempting to load the faradrive connect dilator onto the vc pigtail, wire resistance was noted by the physician while attempting to backload the dilator onto the wire, and a larger than normal step up occurred from the plain wire to the coated portion (the coating was sheared away from the wire). The connect dilator was examined, and no abnormalities were noted. The vc wire was cut by the physician manually with wire cutters to load a new sheath onto the wire. The transseptal puncture was completed with a new vc connect wire. Then, the farawave catheter was prepared at the table. The wire was inserted and flushed without incident. When retracted into its shapes, one spline was out of planarity. The physician requested a new catheter. The case was completed successfully with the new farawave. There were no patient complications.